Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. A conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve dislodged from its targeted location after it was released from the delivery catheter system. The valve was left in the aortic sinuses, and a second valve was successfully implanted at the desired depth. No subsequent adverse patient effects were reported.